Event description:
Same case as #6000093-2005-01277. It was reported that during a coronary drug eluting stenting treatment procedure, a dissection occurred. The lesion was located in a very heavily calcified left anterior descending (lad) artery. A 1.5mm rotoblator burr was used initially in the vessel with good results. The physician then direct stented with a taxus express2 3.0x24mm drug eluting stent, however the lesion "would not yield in one spot". The physician encountered balloon withdrawal difficulty. The physician reinflated the balloon multiple times and tried to move the balloon forward but it wouldn't move. Finally it released while he pulled on it. He went on to post dilate with the nc monorail balloon. The monorail balloon got stuck in the deployed taxus stent. The guide catheter deep seated even further down the lad, which caused amild dissection. A taxus express2 3.5x12mm drug eluting stent was used to treat the dissection with successful balloon removal. No further pt complications were reported. Pt status is satisfactory.